Event description:
The physician used a venaseal closure system during procedure. A jtip .035 gw was also used during procedure for insertion of the catheter. The IFU was followed during preparation, procedure and post procedure. Local anesthesia and hand compression were used. The procedure was completed without incident. No alleged product issue is reported. It is reported that lovenox was given for dvt. No further clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.